Event description:
It was reported that the device has an error code upe-20, will not pump up the cuffs. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no damage to the device. Functional testing confirmed the reported problem. The root cause of the reported issue was found to be low voltage on battery. The battery was replaced and factory calibration was performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).